Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
Surgeon (B)(6) reported, via sales rep (B)(6), that the occiput plate broke 8 months after the implantation. No further information was given.